Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "tortuous anatomy (e.g. Enlarged prostate)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: 1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by inserting tip of water-filled luer-tip syringe gently into valve. Do not use a needle. 6. Connect catheter to collection container. 7. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate."

Event description:
It was reported that the foley catheter ballooned outside of the patient's bladder near the end where catheter joins the bag when being inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter ballooned outside of the patient's bladder near the end where catheter joins the bag when being inflated.